Event description:
A falsely elevated troponin I result of 2.52 ng/ml was obtained. The result was not reported to the physician. A redraw sample was tested and a result of a 0.01ng/ml was obtained on the same instrument. The same sample was tested on an alternative instrument and a result of 0.02 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no adverse health consequences to the patient. Analysis of the instrument data by a dade behring technical assistance center representtive indicated that the most likely cause for the falsely elevated troponin result was maintenance problems with the hm module.